Event description:
Product analysis on the lead was completed and approved. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portions of the device. No additional relevant information has been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
It was reported that during an initial implant high impedance was seen. The or representative indicated they did irrigate the nerve, and tried reinserting the pin. He stated the surgeon rechecked around nerve, and when the new lead was used they did not have problems. He was asked if a generator diagnostics was performed at all while attempting to troubleshoot the problem and he said no. He did note that when the surgeon took the lead out he had to cut the lead and then implant the new one and part of the lead was left in the body still. He was asked if when the new lead was implanted and they did system diagnostics the first time, if they saw good impedance and he said yes, about 1500 ohms. The or rep did state that a system diagnostics test was run after troubleshooting on the first lead and generator used and not just interrogation. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway. Device history record for the m1000 was reviewed. The generator passed all specifications prior to release for distribution. No additional or relevant information has been received to date.